Event description:
It was reported that this unit is receiving vacuum sensor errors. The event timing was during cleaning. No patient involvement or harm. In the repair record, it was found that the power inlet was burnt.

Manufacturer narrative:
(B)(4). The results of the investigation are as follows: the event is confirmed. Review of the most recent repair record determined the cart was giving vacuum sensor errors; power inlet was burnt, fuses failed, and vacuum carbon filter was blocked. The carbon filter and power inlet module and fuses were replaced and resolved the reported issue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.